Event description:
MFR rec'd a report from an attorney alleging a person was using a power wheelchair when it suddenly stopped. This resulted in the user falling and sustaining a broken arm and leg. Evaluation of the wheelchair has not been permitted and a malfunction has not been reported.